Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 385 mg/dl. The symptoms leading to her admission was nausea. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.